Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low speed alarms. This could have been caused by something passing through the pump or an issue with the driveline. He was kept on grounded cable and recommended to be placed on non-grounded cable. The patient had been under nothing by mouth (npo) and so had very poor potassium intake which required albumin. There were multiple debridements for exit site infection: (B)(6) 2018, (B)(6) 2019, (B)(6) 2019, (B)(6)2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020. The infection was mycobacterium abscessus ssp. Abscessus. The patient was deconditioned and put on heparin and aspirin as well as a wound vac.

Event description:
The patient's driveline infection was said to be "uncurable and uncontrollable". Additionally, the cause of the low speed advisory alarms remained unknown but the patient was placed on an ungrounded cable to address the alarms. There were no further alarms on the ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported driveline infection could not be conclusively determined through this investigation. Low flow and low speed alarms were confirmed via the evaluation of the submitted log file data. According to the account, the low flow alarms were likely due to dehydration; however, a direct correlation between (B)(6) and the reported dehydration cannot be conclusively determined. The submitted log files contained overlapping data spanning from (B)(6) 2020 at 09:46:15 to (B)(6) 2020 at 11:41:38, per the timestamps. Two transient low flow alarms were captured on (B)(6) 2020 at 11:18:20 and 11:48:14 when the estimated pump flow was calculated to be below the threshold of 2.5lpm. Two momentary low speed operation alarms were captured on (B)(6) 2020 at 07:48:52 and 19:11:38 while the system was supported with the power module. The pump speed ramped back up to the fixed speed without issue following these events, and the pump speed remained above the low speed limit for the remainder of the log file data. No other notable alarms were captured. No further low speed alarms/events have been reported at this time and the patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 25aug2015. The heartmate ii left ventricular assist system instructions for use lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection, and outlines all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.